Event description:
It was reported that this patient experienced an episode of syncope, with no known loss of consciousness. During an office visit, the pacemaker device was found in safety mode. The patient was admitted to the hospital. The following day the device and non-boston scientific rv lead were explanted. A new device was implanted. Besides surgical intervention, no adverse effects were observed. At this time the device is lost at the facility. The facility will look for the device and return it if found.

Manufacturer narrative:
At this time the current location of the device is unknown. If pertinent information is provided in the future, a supplemental report will be submitted.